Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a forearm fracture repair, while the surgeon was tightening the screws, the handle of the screw driver broke in the surgeon's hand. Reportedly, another device, the same type of instrument, was readily available and was used to finish the surgery. There were reportedly no surgical delays, harm to the patient or additional medical intervention required. The patient's status at the end of surgery was reported as fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (handle with quick coupling, small, part number 311.43, lot number unknown). The associated drawings and revision drawings for the subject device were reviewed. The revisions were to improve the function of the handle. No drawing issues or discrepancies were noted on the current drawing revisions. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device shows regular use during its lifespan. The knob on the handle is missing and was not returned. The post that the knob rotates on is broken off the rest of the handle. The exact cause for the damage cannot be determined, but it is likely due to wear and repeated thermal cycling due to sterilization over the life of the device. The complaint condition is confirmed. No manufacturing or design issues were noted during the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.